Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. This was discovered in the IV room refrigerator. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between june 14, 2018 - june 15, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was inspected and it was noted that there was fluid buildup around the bag; however, the photograph did not show evidence of a leak from the middle port as reported. The reported problem of a leak was verified. The cause of the reported condition was unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.